Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and revealed a separation of the side seal or peripheral seal on the right side of the printed part. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked (burst) from the right side. This was observed during preparation in the mixing room, when pressing the bag to eliminate bubbles. The device contained 710cc of albumin and 230cc of solution chloride 0.9%. There was no patient involvement. No additional information is available.